Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a battery icon appearing on the meter display. Customer further reported she experienced sweating and dizziness and self-presented to an emergency department to have her glucose checked. At the hospital, a reading of 40 mg/dl was obtained on the hospital meter and customer was treated with oral glucose. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a battery icon appearing on the meter display. Customer further reported she experienced sweating and dizziness and self-presented to an emergency department to have her glucose checked. At the hospital, a reading of 40 mg/dl was obtained on the hospital meter and customer was treated with oral glucose. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.